Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02292, 0001822565-2023-02293, 0001822565-2023-02294, 0001822565-2023-02295, 0001822565-2023-02296, 0001822565-2023-02297, 0001822565-2023-02299. G2: foreign: united kingdom. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to pain approximately two years and four months post implantation. Non union of the fracture was noted. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient was revised due to pain approximately two years and four months post implantation. Non union of the fracture was noted. During the removal of implants there were two proximal screws in which the distal screw was fractured the anterior portion was able to be removed with a screwdriver, a burr was then used to window the anterior femur over the broken screw and cut through the nail to remove the broken end of the screw. No additional patient consequences were reported. Due diligence is complete for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10 medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient complained of ongoing pain. Intraoperatively, proximal screws were identified and removed with ease, however a distal screw was found to be broken. The broken screw was removed. Non-union was noted at the fracture site. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.